Event description:
Boston scientific received information that oversensing was observed on the atrial channel along with decreased p-wave amplitude measurements and loss of capture. Eleven days later the patient had an x-ray which revealed that the lead had dislodged. Subsequently a revision procedure was performed where the physician experienced difficulty repositioning the existing lead and had concerns over possible tissue in the helix. However two to three tries, the physician was able to successfully implant the existing lead without further complication. The lead remains in service and no adverse patient effects were reported.

Event description:
Additional information was received that the patient had experienced dizziness and syncope due to the loss of atrial capture from the right atrial (ra) lead dislodgement.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
(B)(4).